Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
Our affiliate is reporting to us that a pt underwent an arthroscopic shoulder procedure sometime in (B)(6) 2010. At some point subsequent to the procedure, it was somehow discerned that the pt had developed an infection. Amongst all of the supplies and equipment used in this case, was some fms tubing, which had a lot number of a group of these devices that had been recalled for questionable package seal integrity. The surgeon is somehow associating the pt infection with the mitek device. This is all of the info that has been made to mitek to date; there are questions out for further detail and clarity.